Event description:
Event description guidant received information that patient presented for a routine follow-up. An interrogation noted the implantable cardioverter defibrillator (ICD) had reacehd an eri (elective replacement indicator) battery status since the last follow-up. The monitoring voltage was measured at 2.45 volts and a 13.2 second charge time.